Event description:
The user stated she had samples that had to be repeated for low alt and ast results as well as high bicarbonate results. The initial reports had been released to the doctor and corrected reports were sent out after the samples were repeated on a different d module. Of the data provided, the results for 14 samples were discrepant. The alt and ast results are in u per l, bicarbonate results are in mmol per l. Sample 1: initial ast was 9, repeat was 15; initial alt was 6, repeat was 15; initial bicarbonate was 38, repeat was 21. Sample 2: initial alt was 3, repeat was 17; initial ast was 6, repeat was 14, initial bicarbonate was 36, repeat was 20. Sample 3: initial ast was 0, repeat was 27; initial alt was 2, repeat was 23; initial bicarbonate was 27, repeat was 22. Sample 4: initial alt was 7, repeat was 13; initial ast was 6, repeat was 16. Sample 5: initial ast was 0, repeat was 23; initial alt was 2, repeat was 24; initial bicarbonate was 37, repeat was 21. Sample 6: initial alt was 15, repeat was 29. Sample 7: initial alt was 11, repeat was 19; initial ast was 4, repeat 13. Sample 8: initial alt 5, repeat was 20; initial ast was 1, repeat was 21. Sample 9: initial alt was 4, repeat was 15. Sample 10: initial alt was 2, repeat was 39; initial ast was 4, repeat was 27. Sample 11: initial bicarbonate was 21, repeat was 15, initial alt was 4, repeat was 34; initial ast was 1, repeat was 24. Sample 12: initial alt was 6, repeat was 81; initial ast was 6, repeat was 55. Sample 13: initial bicarbonate was 26, repeat was 18; initial alt was 6, repeat was 15; initial ast was 3, repeat was 18. Sample 14: initial bicarbonate was 25, repeat was 19; initial alt was 5, repeat was 16; initial ast was 7, repeat was 11. The user stated no pts were adversely affected due to the first results reported.

Manufacturer narrative:
The field service representative determined the sample probe line was rubbing on the cover causing a leak. He replaced sample line 1 and verified the analyzer operation by running controls for probe 1 with acceptable results.